Manufacturer narrative:
Investigation summary: bd received one samples and 4 photos for investigation. The photos and sample were reviewed and the indicated failure mode for cocked stopper was observed as the cap/stopper assembly was attached slightly at an angle due to a cocked stopper. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the cap was placed improperly (cocked)."

Manufacturer narrative:
Investigation summary: bd received one samples and 4 photos for investigation. The photos and sample were reviewed and the indicated failure mode for cocked stopper was observed as the cap/stopper assembly was attached slightly at an angle due to a cocked stopper. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the cap was placed improperly (cocked)."